Event description:
It was reported that the patient presented for in-clinic follow up with the implantable cardioverter defibrillator unable to be interrogated. No interventions were made. The patient was stable.